Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a cracked hub and leaked. The following information was provided by the initial reporter: " according to the customer's report, there was a crack on the catheter hub, which caused a leakage of the contrast agent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a cracked hub and leaked. The following information was provided by the initial reporter: " according to the customer's report, there was a crack on the catheter hub, which caused a leakage of the contrast agent."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter with a slip luer extension attached and three photos. Visual observation of the photos and catheter adapter assembly revealed that a crack was present on the adapter which started at the end of the adapter and ran midway down the adapter ending above the area where the ribs start. The unit was then tested for leakage. Leakage was observed at the cracks in the adapter, thus confirming the reported defect. A cracked adapter may occur due to incorrect set up for gripper during manufacturing. A device history record review could not be performed as the lot number is unknown. H3 other text : see h.10.